Manufacturer narrative:
A supplemental report is being submitted for and update to b5, d4, h10, and device evaluation. Product event summary: five batteries (bat589623, bat589663, bat595422, bat321531 and bat853267) were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed multiple momentary disconnections involving batteries bat589623, bat589663, bat595422, bat321531 and bat853267. Momentary disconnections result in an audible tone/beep. As a result, the reported event was confirmed. A power source lubrication procedure had been performed on the associated batteries bat589623, bat589663, bat595422 in accordance with the requirements under fsca cvg-18-q4-19 on 11/jun/2018. The associated battery bat853267 was lubricated prior to release. There is no evidence that the lubrication servicing had been performed on the battery bat321531. While the products were not available for physical analysis, the most likely root cause of the reported "beeping" event can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. CAPA pr00389403 investigated momentary disconnections prior to lubrication. Other devices involved in this event: d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de/ expiration date: 30-nov- 2018/ serial #: (B)(6) UDI #: asku d10: no h4: mfg date: 25-nov-2017 h5: no h6: patient code(s): c50675 h6: device code(s): c63030 h6: method code(s): 4112, 4114 h6 result code(s): 3213 h6 conclusion code(s): 4307 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de/ expiration date: 28-feb-2019/ serial #: (B)(6) UDI #: asku d10: no h4: mfg date: 06-feb-2018 h5: no h6: patient code(s): c50675 h6: device code(s): c63030 h6: method code(s): 4112, 4114 h6 result code(s): 3213 h6 conclusion code(s): 4307 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de/ expiration date: 30-apr-2017/ serial #: bat321531 UDI #: asku d10: no h4: mfg date: 30-apr-2016 h5: no h6: patient code(s): c50675 h6: device code(s): c63030 h6: method code(s): 4112, 4114 h6 result code(s): 3213 h6 conclusion code(s): 12 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de/ expiration date: 31-jan-2021/ serial #:(B)(6) UDI #: asku d10: no h4: mfg date: 06-jan-2020 h5: no h6: patient code(s): c50675 h6: device code(s): c63030 h6: method code(s): 4112, 4114 h6 result code(s): 3213 h6 conclusion code(s): 4307 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s controller was beeping. The controller was tested and determined that it was performing properly. It is believed that the beeping was due to an old battery the patient had plugged in. The battery was removed from service. No patient complications have been reported as a result of this event.